Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a (B)(6) female patient via v-p shunt on unknown date with unknown setting. On (B)(6) 2021 the patient visited the hospital complaining of headache. There was suspicion that the peritoneal catheter of the valve was torn; therefore the valve was removed and replaced on (B)(6) 2021.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a (B)(6) female patient via v-p shunt on unknown date with unknown setting. On (B)(6) 2021 the patient visited the hospital complaining of headache. There was suspicion that the peritoneal catheter of the valve was torn; therefore the valve was removed and replaced on (B)(6) 2021.

Manufacturer narrative:
The certas valve (ID: 828806) was returned for evaluation. Device history record (DHR) - product code: 82-8806 with lot: 5039444, showed 1 nr-report when released to stock. The nr report issues had no link to this complaint. Failure analysis - the valve and catheter were visually inspected; tear/cuts in the silicone housing around the siphon guard, marks were also found in the siphon guard, a deep scratch in the silicone housing over the valve casing as well as needle holes in the needle chamber, the catheter ends were visually inspected one end was very jagged, the end part of the catheter still attached to the valve was also very jagged. The complaint is confirmed. The root cause for the issue reported by the customer is probably due to sharp pointed object coming into contact with the silicone of the valve and the catheter, as noted in the "IFU": silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a.